Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy for automated peritoneal dialysis (apd). At the time of this report, the action taken with dianeal unknown was unknown. On an unreported date, the patient experienced peritonitis. The cause of the peritonitis was unknown. Remedial treatment was not reported. The outcome was not known.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Follow-up information was supplied by the nurse revealed the patient recovered from the event of bacterial peritonitis with culture positive for e coli. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.